Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) observed the patient with this implantable cardioverter defibrillator (ICD) had couplet premature ventricular contractions (pvcs) which resulted in double counting. Technical services (ts) reviewed the data and noted the patient historically had polymorphic pvcs. Ts recommended continued monitoring. No adverse patient effects were reported. This ICD remains in service.